Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: the date of event will be estimated as 05/10/2026.

Event description:
It was reported that during procedure viperwire guidewire fractured at the tip. The radio opaque tip of the guidewire broke. The date of event will be estimated as 05/10/2026.